Manufacturer narrative:
A corindus service engineer evaluated the extended reach arm at the customers site. The engineer's investigation was inconclusive and could not replicate the error. The extended reach arm was found to be functioning as intended. In addition, the user did not report any unintentional movement of system due to the unlocked arm.

Event description:
The customer reported that during the pci procedure the corpath grx system provided an error code stating that the extended reach arm had become unexpectedly unlocked.